Event description:
Dilation and evacuation with ultrasound guidance for 16w1d unplanned/desired pregnancy. Termination requested. The procedure went smoothly until the 15mm curved rigid suction curette was introduced into the uterus. Resistance was encountered attempting to rotate the curette and this was ceased. When the 15 mm curette was removed, the tip was noted to be broken off and the base broke inside the suction tubing. All instruments, tubing, laps/sponges, specimens, floor and drapes were inspected in an effort to locate the missing cannula portion, but it was not appreciated. Therefore the sharp curette was passed under ultrasound guidance to again assess the uterine cavity, with no retained object detected. Abdominal x-ray was performed with no evidence of retained foreign object. FDA safety report ID# (B)(4).

Event description:
Dilation and evacuation with ultrasound guidance for 16w1d unplanned/desired pregnancy. Termination requested. The procedure went smoothly until the 15mm curved rigid suction curette was introduced into the uterus. Resistance was encountered attempting to rotate the curette and this was ceased. When the 15 mm curette was removed, the tip was noted to be broken off and the base broke inside the suction tubing. All instruments, tubing, laps/sponges, specimens, floor and drapes were inspected in an effort to locate the missing cannula portion, but it was not appreciated. Therefore the sharp curette was passed under ultrasound guidance to again assess the uterine cavity, with no retained object detected. Abdominal x-ray was performed with no evidence of retained foreign object. FDA safety report ID# (B)(4).